Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise on the right ventricular (rv) lead. An interrogation showed the lead triggered an alert for high superior vena cava (svc) impedance. There was oversensing and fluctuated impedance when the patient moved their arm. A lead fracture was confirmed. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)